Event description:
It was reported that the patient complained of occasional mild to moderate dizziness. It was found that the right ventricular (rv) lead had t-wave oversensing that was severely affecting pacing. The pace/sense portion of the lead was capped and replaced, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012 ; 429688 lead, implanted: (B)(6) 2012. (B)(4).